Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that on (B)(6) 2019, the c2602 cusa excel 36khz straight handpiece had no vibration when held in angled position. There was no patient prepped for surgery. There was no surgery delayed due to product problem.

Manufacturer narrative:
The device was returned for evaluation. The complaint was verified as valid. The product fails amplitude and quiescent power testing. The coilform, transducer, housing and o-rings were replaced. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed.